Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been three other complaints reported in the lot number from the same facility. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, two lenses cracked upon insertion. The surgeon was able to remove both lenses without incident. A 3rd lens was used to complete the procedure. In the surgeon's opinion the device did not cause or contribute to a serious patient injury. There are three medical device reports associated with this surgery. This event was for the cartridge that may have caused or contributed to the cracked lenses.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The associated iols are not qualified for use with the cartridge. The root cause may related to a failure to follow the directions for use. The customer indicated the use of a non-qualified lens/cartridge combination. The use of non-qualified combinations may lead to delivery issues and/or damage to the lens or the cartridge. The manufacturer internal reference number is: (B)(4).